Manufacturer narrative:
Investigation of the case logs revealed that the misplaced implants were likely the result of a dynamic reference base (drb) shift while utilizing excelsiusgps for navigation resulting in abortion of the excelsiusgps system. The case logs indicated that the system did not detect nor alert the user of any potential drb shifts while navigating implants during initial placement. The case logs indicate that the surveillance marker (sm) was paired before the acquisition of any images. It is recommended that the sm be paired throughout the duration of the case so that the system can alert the user to any shifts. In this instance, the sm was not paired throughout the duration of the case so the user likely experienced a drb shift before the placement of any implants causing all trajectories to shift in a similar pattern. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. If the anatomical landmark check is inaccurate, the user can reregister via the "life-saver" or "bail out" button. A field service engineer was deployed to ensure navigational inaccuracies. It was recorded that the patient suffered back pain as a post-operative complication but maintained all motor function. The case logs indicated that the surveillance marker was paired after fluoroscopy shots were taken and thus the system did not detect nor alert the user of any potential drb shifts while navigating implants. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.